Manufacturer narrative:
Findings: pump passed functional testing, including the operating currents test,self test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm, low reservoir alarm or unexpected failed battery test, bad battery alarm noted. No cosmetic damage noted.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 374 mg/dl at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.